Event description:
The customer reported that she attempted to prime the infusion set, but the insulin pump was stuck in rewind mode. Days later, the customer called back and stated that she was experiencing high and low sugar, but recently she was experiencing a lot of comas when using the manual injections. The customer also stated that the night before her glucose level went up to 455mg/dl and treated with the insulin pump. The customer mentioned that she fell and broke the nose and just been in pain. Called back the customer to obtain more information on the coma episodes and found that the customer was hospitalized. The customer had high blood glucose and she gave a manual injection, then she woke in the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.